Event description:
An implant card was received to the manufacturer indicating the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. Diagnostics with the new devices were within normal limits. X-rays were also received and reviewed. The lead pin appeared fully inserted into the generator header, ruling out a pin insertion issue and making a lead fracture the more likely cause of the high lead impedance. Due to the film quality, it was unable to be assessed if the lead wire at the connector pin was intact. No obvious breaks in the lead were noted during the x-ray review. The explanted generator and lead were returned for analysis. Analysis of the generator did not reveal any anomalies, and the generator performed per specifications. A broken strand was identified in the positive lead coil approximately 2.4 cm past the electrode bifurcation. Scanning electron microscopy images of the positive lead coil shows that a stress-induced fracture (due to rotational forces) occurred at the broken strand. Also, the early stages of a secondary fracture were identified in the vicinity of the broken strand indicating that the broken strand was most likely created during the explant procedure. The location of the setscrew marks on the lead pin confirmed the lead pin was fully inserted into the generator header. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported by a physician through a company representative that high impedance was received at a follow-up appointment on both normal and system diagnostics. The physician indicated the patient report neck pain and loss in efficacy due to the reported high impedance. The patient was referred for x-rays and the generator was programmed off. No patient manipulation or trauma was reported to have had contributed to the reported high impedance. The last known good diagnostics are unknown as the patient was seen in multiple sites. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation. Review of x-rays by the manufacturer did not reveal any gross lead discontinuities. Device failure occurred, but did not cause or contribute to a death or serious injury.